Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain one of four. The customer contacted a baxter technical service representative (tsr) regarding the alarm. The event occurred during use while the patient was connected. The tsr assisted the customer and the issue was resolved over the phone. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient disconnected from the cycler to use the restroom and did not get back to the machine in time before drain started. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies, and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.